Event description:
Narrative from staff: the patient is post pci. Patient had 2 tr bands on and per rn the distal band had a hole in the balloon, so they placed a 2nd tr band. When md came to see patient after procedure, md asked that air be taken out of both bands due to purple coloration of hand. Procedure rn followed instruction from md. Distal band taken from 15ml to 3ml. Proximal band all air was removed. 1 hour post op hematoma formed. Soft bruising noted from proximal to mid forearm. 2 rns held pressure for 15 minutes. Hematoma resolved. Tr band with hole in it removed. 6ml air added to remaining tr band. No complications noted after air added. Sight remains soft.